Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was issue with the electronic key board. It was stated that issue has been with the electronic key board not ring, most of the time they find it damaged that was caused by the user and not the o ring itself. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.